Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the severely calcified superficial femoral artery. A 6.0mmx150mmx150cm (4f) sterling balloon catheter was advanced for dilation. However, on initial inflation at 8 atmospheres, the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications nor injuries reported. The patient was in good condition post procedure.